Manufacturer narrative:
Update to h6. After further investigation, it has been determined that the appropriate cause code is "cause linked to device but unable to trace more specifically". If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Manufacturer narrative:
Patient fell while sitting on the rollator because "the seat pushed through under the bar of the rollator". He sustained a laceration to his leg that required stitches. He also injured his arm during the fall. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Patient fell while sitting on the rollator because "the seat pushed through under the bar of the rollator". He sustained a laceration to his leg that required stitches. He also injured his arm during the fall.